Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarify when the suture separated from the needle (while in the package, while dispensing, during use)? What is the lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture was found to be defective as the thread detached from the needle. There were no adverse patient consequences reported. No additional information was provided.